Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the isi clinical sales representative (csr) and was informed that during the following cases, suction and smoke evacuation worked as expected. The fse recommended to ensure to verify correct settings on the insufflator if the issue returns. No further actions required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a loss of insufflation occurred when smoke evacuation or suctioning was activated. During use of the da vinci insufflator, while the smoke evacuation function was initiated and the bedside assistant was using handheld suction, the abdomen would not maintain pressure. This caused the abdomen to desufflate and did not allow any workable space or visualization. As a result, the surgical staff turned off the smoke evacuation and the handheld suction was paused. No error messages were produced. However, the abdomen did not insufflate back to a workable pressure. There were no open ports, and the insufflation tubing was not changed. The surgeon elected to discontinue the use of the da vinci insufflator and switch to an airseal insufflator. An additional port placement was added. The new insufflator worked as intended, and the robotic procedure continued without any further complications. There were no reports of any patient injury due to the loss of insufflation within the abdomen.